Event description:
Corail pinnacle with ceramic bearings revised due to unknown reason of osteolysis. Some marking was seen on the cup and head, and some bone loss observed in the acetabulum and femur. Revised to an s-rom with g7 dual mobility cup, surgeon was aware that this is off license usage. No products codes are available for explanted implants as no records. Surgeon deemed that the cup looked stable, but the stem exhibited signs of loosening. Radiographically these looked to have been implanted in the correct orientation. No implants are available as these have been sent to royal perth retrievals.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Upon further review, it has been determined that there is no allegation against the device, no reportable event. Further updates will only be provided if additional information is received that changes the regulatory determination.